Event description:
It was reported that a patient had an ams sparc sling implanted. It was further reported that the patient experienced post menopausal bleeding and painful intercourse. The patient had, "a very small right-sided para-urethral sulcus with mesh exposed into the vagina. Palpation of this reproduces the discomfort that experiences at intercourse." No additional complications were reported.